Event description:
It was reported that the pt complained about ear pain in (B)(6) 2012. Acute otitis media was diagnosed which finally could not be cured by medicine. There was no complaint on hearing, and the responsible audiologist reported normal testing results in situ. The pt was reimplanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.